Event description:
A blood glucose test was performed on the suspect device and a reading of 152 mg/dl was obtained. The pt's child then said pt had an insulin reaction and was sweating, turning red, having difficulty speaking and craving food. They did not call the paramedics for twenty minutes because they thought the blood glucose was 152 mg/dl. The pt was taken to the ER where blood glucose tested at 33 mg/dl on the ER device. Treatment is unknown.